Event description:
It was reported that upon deployment of an ivc filter, the filter arms and legs did not open properly. The delivery sys was removed without incident. A snare was advanced to the site of filter implant through the same access site in an attempt to retrieve the filter. During the attempted retrieval, the filter legs opened without further incident. No further treatment was performed. No report of pt injury.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. Filter remains implanted. Delivery sys was discarded by the user facility. Therefore, a sample eval could not be performed. The investigation is currently underway.